Manufacturer narrative:
The device was recieved. Investigation is not completed.

Event description:
The customer contact reported "white, string like filament" in the solution container. The pharmacy staff added 100gm of 50% dextrose, 77meq of 14.6% nacl, 3gm of arginine and 1l of sterile water to the empty evacuation container and the solution was dispensed to the pt. The customer contact reported that no precipitate was noted in the container prior to dispensing the solution. The solution was delivered to the pt at an unspecified rate for a duration of 12 hrs. After the delivery was complete, the empty solution container was returned to the pharmacy. At this time, the pharmacist noted, "white, string like filament precipitate in the bottom of the container." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.